Event description:
It was reported that during an unknown procedure, the device failed, there was damage to the colon and a colostomy bag was required. There were no add'l pt consequences reported. It is unknown how the device contributed to this event.